Event description:
It was reported via phone call that the insulin pump alarmed button error, battery out error. The customer states the pump may have been exposed to moisture from perspiration and the buttons are hard to press. The customer's blood glucose level was 4.7 mmol/l. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Analysis reports the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm or battery out limit alarms noted. The pump did have minor scratched display window, cracked reservoir tube lip, and cracked battery tube threads.